Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to MFR for eval and a high temperature alarm condition was observed. The high temperature alarm was caused by contamination within the device. The ventilator's blower motor and stirring fan were replaced to address this issue.